Event description:
It was reported that on (B)(6) 2008 the patient underwent a posterolateral spinal fusion surgery from l5 to s1 using rhbmp-2/acs. T he patient's post-operative period was marked by increasingly severe and unrelenting pain to her lower extremities. The patient has been prescribed high doses of narcotic pain medication. No additional information has been provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on : (B)(6) 2008: the patient presented with the following pre-operative diagnoses: lumbar spondylolisthesis of l5-s1, bilateral l5 foraminal stenosis. She underwent the following procedure: l5-s1 lumbar laminectomy with partial medial facetectomies and foraminotomies as well as l5-s1 pedicle screw instrumentation of l5-s1 posterolateral fusion using local autogenous bone graft and bone morphogenic protein; l5-s1 transforaminal lumbar interbody fusion. Per op-notes, ¿¿ after adequate decompression was felt to have been obtained for the significant bilateral l5 foraminal stenosis and removing the left sided inferior articular facets of l5, the legacy pedicle screw system was then used with 6.5x45 mm screws being placed in the bodies of l5 and 6.5x40 mm screws being placed in s1. Distraction was then placed across the disk space and the system was then used to perform en bloc discectomy from the left side. Then, serial distraction was also performed using the cage system and the portion of the locally harvested autogenous cage was loaded with bmp impregnated sponge and impacted directly into the position. Distraction was removed. A high-speed bur was then used to decorticate the transverse process of l5 on the patient¿s right side as well as the ala of s1. The remaining bmp impregnated sponges wrapped as a burrito around local autograft and the remaining autograft was also placed out posterolaterally for fusion as well¿¿ no patient complications were reported. The patient also underwent lumbar spine x-rays post-op. Impression: normal post-operative appearance. On (B)(6) 2008: the patient presented status post lumbar laminectomy infusion with leg pain. On (B)(6) 2008: the patient presented for a follow-up visit. On (B)(6) 2008: the patient underwent x-rays of lumbar spine due to follow-up surgery. Impression: postoperative findings at l5-s1 with laminectomy and posterior fusion both using metallic hardware and bone graft; disk fusion or implant also noted; minimal anterolisthesis at the surgical site; the lumbar spine is otherwise negative; left intra-renal calcification. On (B)(6) 2008: the patient presented with back problems. On (B)(6) 2008: the patient underwent x-rays of lumbar spine. Impression: stable post surgical changes of the lumbar spine; renal calcification on the left. On (B)(6) 2010: the patient underwent ¿nm¿ thyroid imaging due to history hypothyroidism. Impression: radionuclide thyroid uptake suggests hypothyroidism; radionuclide thyroid scan shows mild diffuse enlargement with homogeneous thyroid parenchymal uptake; overall findings compatible with graves¿ disease. On (B)(6) 2012: the patient underwent the following examination: bone density ¿dexa¿ axial skeleton, due to menopause. Impression: osteoporosis by ¿who¿ criteria.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on, (B)(6) 2010: the patient underwent chest posterior and anterior lateral x-ray due to cough. Impression: no acute cardiopulmonary disease. On (B)(6) 2010: the patient underwent ma mammogram screening bilateral. Impression: 1. No mammographic evidence for malignancy. On (B)(6) 2015: the patient underwent mammogram due to ovarian cancer. Impression: benign mammograms. On (B)(6) 2016: the patient underwent bd bone density dexa axial skeleton due to low osteoporotic bone density. Impression: the lowest t score is -3.0. No change in the spine measurement. The hips have decreased 4.3% but the left forearm has increased 5.7%.

Event description:
It was reported that on: (B)(6) 2015: the patient presented for consultation for evaluation of hyperthyroidism due to graves' disease. The patient underwent review of systems. The musculoskeletal study was positive for joint pain and stiffness. The thyroid of the patient was enlarged (30g) with nodular and firm texture. On (B)(6) 2015, (B)(6) 2016: per billing records, patient presented for "office/outpt visit." On (B)(6) 2016 patient underwent the following procedures: ultrasound pelvic complete with transvaginal. Impression: intramural fundal fibroid measuring 0.8 cm, normal endometrium, the ovaries were not visualized either transabdominally or transvaginally. On (B)(6) 2016 patient underwent an ultrasound of the abdomen due to abdominal pain, left lower quadrant. Impression: unremarkable ultrasound of the abdomen.